Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed grey particulate matter present in product vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed with a vial-mate adaptor. The reporter stated that coring was observed with a 250ml saline bag and vancomycin 1gm vials. There was no patient involvement. No additional information is available.